Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device has not yet been analyzed. Results of the evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure air was observed entering the system during sheath aspiration. After the balloon was removed air continued to enter the system through the valve on the sheath. The sheath was replaced over the wire with a new sheath. No aspiration or air problems were encountered with the new sheath. Additionally, it was reported that after two successful freezes an error code indicating the safety system detected a compromised outer vacuum occurred. The catheter was removed and replaced. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot 55153-49, and data files were returned and analyzed. The data files did not show any system notices relating to the device on the reported event date. Visual inspection of the device showed the shaft was coiled when stowed inside a plastic bag, used for return, causing shaft kinks at 0.9 inches and 5.85 inches proximal from the tip. The kinks were not reported as a complaint. Air aspiration was reproduced even with no catheter or dilator inside the sheath. Dissection showed the hemostatic valve was not leaking, but a shaft breach was found inside the handle at the proximal end of the guide rod. Signs of adhesive were also found on the shaft inside the handle as well as rust on the guide rods. In conclusion, the reported issue of air ingress has been confirmed through testing. The sheath failed the returned product inspection due to a shaft breach inside the handle and shaft kinks that occurred post procedure.